Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that he is no longer able to hear with the device. The conductor link was said to have extruded into the ear canal. Re-implantation is planned.

Manufacturer narrative:
Device investigation revealed a mechanical damage to the conductive link, which is very likely related to the reported extrusion of the conductive link in the external auditory canal (eac). In situ testing was indicative of a device malfunction. Additional information stated that the user has a radical cavity. This is a final report.

Event description:
The recipient reported that he is no longer able to hear with the device. The conductor link was said to have extruded into the ear canal. The device has been explanted. There was no visible damages at the time of explantation.